Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient was hospitalized and went to ER only on (B)(6) 2024. Blood glucose at the time of event was noticed 38 mg/dl and the cause was bent cannula. Soft cannula was found crimped upon removal from infusion site. No further information available.